Event description:
Caller reported an error with the cgm, specifically cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support with a detailed pump reset process, which resolved the issue as the cgm error code did not reappear, and the sensor session was successfully started.